Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of a false air in line alarm. The root cause of the reported condition was determined to be a faulty pump head module. The pump head module was replaced to resolve the reported condition. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has received reports similar to the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Event description:
The baxter service technician reported a colleague infusion pump which experienced a false air in line alarm during device evaluation. There was no patient involvement. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.